Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up, episodes of non-sustained lead noise in the right ventricular channel were observed, resulting in inhibited therapy. The noise was not reproducible with arm movement. The patient was in good condition a monitoring will continue.

Event description:
New information received notes that the lead was capped and replaced.